Manufacturer narrative:
Cmp-(B)(4). Medical product-vanguard cr ilok femoral catalog# 183033 lot# 172950, biomet cc cruciate tray catalog# 141235 lot# 311720, bmet arcom ap patella catalog# 11-150830 lot# 614550. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to pain. The bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised due unknown reasons. The bearing was removed and replaced.